Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that during a routine device change out, the right ventricular (rv) lead had cross chamber oversensing. It was noted that there was atrial pacing, ventricular sensing with ventricular safety pacing. It was indicated that the oversensing stopped while watching the rhythm. The lead is still in use. No patient complications have been reported as a result of this event.